Event description:
During follow-up, the device was unable to be interrogated and there was suspected premature battery depletion. The device was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of no communication was confirmed. The device was not able to sustain telemetry with a programmer due to temporary drops in battery voltage during open telemetry. The cause of the temporary voltage drops was an anomalous battery.